Manufacturer narrative:
Results: the lantern was undamaged. Conclusions: evaluation of the returned lantern revealed an undamaged, functional device. During functional testing, a demonstration pod pc was advanced through the lantern without an issue. The root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a pod coil. It was noted that the patient¿s anatomy was highly tortuous. During the procedure, the physician experienced resistance after advancing a pod coil approximately ten centimeters in the lantern. Therefore, the lantern was removed, and the pod coil was re-sheathed for later use. It was also reported that a guidewire was unable to advance through the lantern. The procedure was completed using another microcatheter, the same pod coil, additional pod coil and pod packing coil (pod pc). There was no report of an adverse effect to the patient.